Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the reamer broke off inside the intramedullary canal. A one-half hour delay in the procedure was incurred and additional surgery had to be carried out in order to remove the tip.